Manufacturer narrative:
Additional information updated: a3b: gender. B5: describe event/problem. D4: model number, lot number, catalog number, expiration date, unique identifier. C2/d10: concomitant product/therapy. H6: device codes. Information corrected: b3: date of event. D6a: implant date. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and pain in the scrotum, which worsened with erection and inflation. In addition, the cylinders were not fully inflating at the distal end and the pump bulb was hard to squeeze. A surgical procedure was performed, and it was noted that the cylinders were not lying flat in the corpora as they were oversized; therefore, cylinders and pump were removed and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and pain in the scrotum. In addition, the cylinders were not fully inflating at the distal end. A surgical procedure was performed, and it was noted that the cylinders were not lying flat in the corpora as they were oversized; therefore, cylinders and pump were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.